Manufacturer narrative:
The reported event of premature depletion could not be confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
It was reported that a patient presented in-clinic for a surgical explant procedure of the patient's implantable cardioverter defibrillator after the device reached elective replacement indicator within one year of implant. The device was explanted and replaced on (B)(6) 2023. No adverse patient consequences were reported.